Event description:
Pt in for a colon resection was prepped with prevail fx. As the surgeon touched the surgical site with the bovie, a loud whoosh was heard, the drape was quickly removed and a blue light consistent with an alcohol fire was observed and immediately extingushied. The pt was treated and the surgery continued. The pt sustained 1st and 2nd degree burns to their upper thighs and lower abdomen. Pt's condition at this time is stable.